Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on a lead during normal follow up in clinic. Patient was asymptomatic. Electrical function of the lead was tested and reviewed with electrical anomalies noted; variation in low voltage impedance was observed. Lead was capped and replaced.

Manufacturer narrative:
(B)(4)

Event description:
New information notes that fracture was also observed on the rv lead. No further information.